Event description:
Customer reported device does not work well.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During inspection, technician found device too slow with rpm below specification due to normal wear, and hose brittle. Failed speed test, failed noise test. Hose, plate, bearing, and seals replaced.